Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The customer reported that the unit failed the operational check with both the hands free cable and the paddles. There was no report of pt involvement.